Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal and damaged remote dose connector. The event history log showed many downstream occlusion alarms occurred. Functional testing found a defective remote dose connector. The primary root cause was determined to be a problem with the dso sensor as well as the damaged dso seal and damaged remote dose connector. The dso seal, dso sensor, and remote dose connector were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device needed repair. There was unknown patient involvement and unknown patient harm. No further information was available.